Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine, bupivacaine, and unknown morphine drug (concentrations and doses unknown) via an implantable pump for spinal pain indications. It was reported that the patient had a new pump and patient was complaining of withdrawal and believed the pump was malfunctioning. The patient's symptoms included feeling extremely jittery, sick, shaky, and "not right." The hcp interrogated the pump yesterday and there was no indication of active alarms or anything alarms in the logs. The patient had not complained of the pump alarming, but the hcp stated that she heard the two tone non-critical alarm. It was noted the symptoms came first, then they heard the ringing while the patient was in the clinic. The physician gave the patient a bolus and asked the patient to wait 5-10 minutes for improvements and increased the daily dose 15%. The patient reported that she did not get any relief from the bolus. The patient reported hearing the alarm go off again last night, in the night, and again today at 10. The hcp could not confirm whether the alarm was going off every hour or if it was sporadic. The hcp reviewed the telemetry strip from yesterday and confirmed there was no mention of an alarm. The pump was interrogated with two different tablets, both with software version 1.0, and none indicated an alarm. It was noted the patient knew what the pump alarms sounded like because it reached end of service (eos) before she could get workman's comp to get it replaced. Technical services (ts) confirmed there had been no exposure to radiation. Ts recommended updating the software version. The physician asked him to get in touch with the local rep.